Event description:
It was reported that, during preventive maintenance (pm), the intellivue x3 displays a speaker malfunction inop error message and is unable to produce sound. The device was not in clinical use at the time of the event, there was no patient involvement.

Manufacturer narrative:
The philips remote service engineer (rse) spoke with the customer and a replacement speaker and main board was requested. A material only shipment was arranged. The customer is taking responsibility for replacing the speaker. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone number: (B)(6). Reporting institution phone number: (B)(6).